Event description:
Customer claims our hls didn't create any oxygenation despite good flows of gas and blood. There were no visible clots . This situation appears almost at the beginning of procedure. It was used in patient with severe ards which was caused by fire and explosion of kind of tyre burning stove which patient was a witness of. They used propofol as a anesthetic. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Results of laboratory investigation: the return oxygenator was heaily clotted. To rinse out all clots the sample had to be cleaned with sodium hypochlorite several times. The hls module was attached to a cardiohelp and it was noted that the arterial pressure was not measured. Further inspection showed that the internal and arterial pressure sensors were yellow discolored and the adhesive membran was loose. The most probable root cause for the failure "bad oxygenation" are the detected clots. As stated by the customer propofol was used as an anesthetic. If propofol is injectect in the oxygenator it can lead to clotting. In the hls instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 instructions for use / 2.1.1 /) in chapter 5.3.1 safety instructions for the oxygenator is stated: do not administer injection anesthetics, such as propofol, directly upstream of the oxygenator. Only administer them at low bolus rates; i.e. Low volumes per unit of time. Thus the failure could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.